Manufacturer narrative:
Intuitive surgical followed up with the da vinci coordinator and obtained the following additional information: the patient had "multiple and huge uterine fibroids." The surgeon used the permanent cautery spatula to sustain the fibroids during the majority of the surgery. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Manufacturer narrative:
Intuitive surgical received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional fa information not reported by site: the instrument was found to have indentations on the edges of the distal idler pulleys. This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external mechanical indentations. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Instrument log investigation: a review of the instrument log for the pcs instrument (420184-13/n10181031 099) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 8th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Image/video review: no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the user was unable to control the permanent cautery spatula (pcs). The pcs instrument was inspected, and it was noted that the "wire had split." The defective pcs instrument was replaced with a backup pcs instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.